Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens was torn while advancing in the injection system. There was patient contact, but no patient injury.

Manufacturer narrative:
Results - visual inspection of the returned product showed that both haptics were bent, and there was a clear surgical residue on the lens.